Event description:
It was reported that the user received a dosing stopped alert, followed by an insulin occlusion alert and an unable to proceed message during a breakfast bolus; delivery was then resumed and the remainder of the bolus was administered, with elevated glucose reported for several hours and a highest value of 379 mg/dl while using an ilet system with a prefilled cartridge and lots 0570524 and 6016560. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect aligned to the event, and insufficient information regarding a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.